Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death.

Manufacturer narrative:
The manufacturer previously reported an issue related to a dreamstation st30 device. The patient has passed away. The manufacturer received new and relevant information the device was inspected internally and externally. Evaluation results determined errors-4 were found. The sd card, pollen and fine filters were replaced. Additionally, the device was cleaned and passed all tests. Section h6 updated/corrected.